Event description:
The pacemaker did not exhibit any sensing function during/after the implant, was explanted and exchanged against a competitive product.

Event description:
Ous MDR the pacemaker did not exhibit any sensing function during/after the implant, was explanted and exchanged against a competitive product.